Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the patient presented in clinic for follow-up the device exhibited an isolated episode of inappropriate auto mode switch due to oversensing of external noise on the atrial channel. No action was taken the patient will continue to be monitored remotely and in clinic.